Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The pump was unable to prime during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 205 mg/dl. The customer stated that he was at the doctor's office and was told after reading the pump's history that he had a motor error on (B)(6) confirmed by the nurse. The customer stated that the pump was not exposed to high magnetic field or MRI. The customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated that they were able to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.